Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revg0034 showed no other similar product complaint(s) from this lot number.

Event description:
"Patient had tough vasculature and after failed attempt at getting the wire to pass, the PICC nurse switched sides and successfully placed the PICC. After getting chest x-ray, the nurse saw the wire in the shoulder of the patient on the original placement side. Additional information: rn was using a stiff-wiring technique to get the catheter past the difficult area, so both the tls stylet and the guidewire were being used. The gw was put through the second lumen. When the rn was unable to get the catheter in, the catheter, stylet and gw were removed as a unit. Rn examined the stylet and feels that all the magnet section was intact. Rn did not notice damage to the gw. When a new PICC device was placed on the other side, the patient was sent for an x-ray and that is when they saw a 2-3cm segment of wire lodged in a vessel near the right axillary region. The ir doctor felt this was most likely the short flexible safety tip from the gw, based on the x-ray. The clinical decision was made to leave the wire segment in the patient. No patient symptoms or injury noted. No pain or residual concerns.